Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection found external insulation abrasion breaching the outer insulation at 10.0 ¿ 10.3 cm from the connector pin consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil at the abraded location.